Manufacturer narrative:
Devices involved in the event include: pxl161207-(B)(4) and pxc121000/(B)(4). A review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient was implanted with a gore excluder aaa endoprosthesis. A type ii endoleak was noted that originated from the ima. On (B)(6) 2009, CT angiogram revealed aneurysm enlargement. The aneurysm previously measured 7.6 cm x 7.2 cm and measured at 7.9 cm x 7.6 cm. On (B)(6) 2009, an additional procedure was performed to treat a distal type I endoleak that originated from the right iliac artery whereby, additional contralateral leg components were implanted. The right hypogastric artery was coil embolized through the left brachial artery. The patient tolerated the procedure.